Event description:
It was reported that the pt underwent ablation in 2003. The pt had experienced retro-sternal pain and fever post-operatively. Pts pain reoccurred at home. Additional body temperature rose to 101.3 degrees f. Admitted by family doctor to exclude peforation and mediastinitis. 7 days later the pt was readmitted to the hospital for observation. The pt underwent thoracic x-ray, egd and received ppi therapy intravenously. After 2 days, the symptoms were shown to have resolved and the pt was discharged 3 days later.